Event description:
Events on same day. Event #1: o2 tank displaying error message. Error message on tank that appeared full. Gauge on tank is defective. Remove tank from service. Event #2: o2 tank displaying error message (2nd tank today, same unit ccu). Error message on tank that appeared full. Gauge on tank is defective. Removed tank from service. Manufacturer response for digital oxygen gauge, oxytote (per site reporter) returned to manufacturer via our distributor (B)(4).